Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs pd therapy with a homechoice (hc) device experienced a heart attack (date unspecified). On an unreported date, the pt was hospitalized for the event and remained hospitalized at the time of this report. Treatment was not reported. It was not reported if the pt was connected to the device at the time of the event. Outcome of the event was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device history record and service history were reviewed and no issues were identified that were related to the reported issue of heart attack. Should additional relevant information become available, a follow-up will be submitted.